Manufacturer narrative:
As no malfunction is alleged, it is believed the reported issue is related to user preference. The account is currently trailing other mattress options to identify a product that better aligns with the customer's needs.

Event description:
It was reported the mattresses at this account are sliding off the stretchers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.